Event description:
A malfunction alarm identified as malf 9 was reported. The impact on the customer's blood glucose level was unknown as the customer declined to provide this information. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.